Manufacturer narrative:
The device was received with blank display due to connector on electrical board not plugged in properly. Unable to verify low reservoir alarm due to blank display. After connecting the device powered on properly. The device passed sleep current measurement, active current measurement and self test. No power error 25 alarms or pump error 24 alarms noted in the pump trace download. No unexpected power loss alarms noted during testing. No unexpected low battery alerts, replace battery alerts or replace battery now alarms noted in the pump trace download or during testing. The device was received with corroded battery tube.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump received battery low alarm, insulin pump was totally out of power and had black display. The customer¿s blood glucose level was unknown at the time of incident. The insulin pump will not be returned for analysis.